Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an exposure issue. Review of the log file confirmed the reported malfunction. The fse performed the system troubleshooting and found the issue with power inverter in frontal generator. So, the fse replaced the point in certeray generator to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that exposure had a delay. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the power inverter. Fse proceeded to replaced the faulty part and calibrated the x-ray tube. The device was returned to expected functionality.